Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified the unit had one preventive maintenance service within the past 12 months; with no indication the complaint was related to prior servicing. Visual and functional testing replicated the reported issue, as a key stuck alarm occurred upon power up. The probable cause was determined to be a defective keypad or main board. No repair actions were specified.

Event description:
It was reported that the device encountered a key stuck upon power on. Per reporter, the event occurred while in use with patient. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.